Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis, however performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, indicated a lead impedance out of range alert was triggered, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was observed. The analyst noted that 14 non-sustained tachycardia episodes of less then 220 v-v cycles were recorded on (B)(6) 2013. In addition, 6938 of 6942 lifetime sic occurred since (B)(6) 2013. An out of trend subthreshold lead impedance alert was recorded on (B)(6) 2013 and (B)(6) 2013. The rv pacing impedance rose from an approximate baseline of 400 ohms to greater than 1100 ohms on (B)(6) 2013 and then recovered. The impedance was noted as undefined on (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to a right ventricular lead pace/sense fracture. The lead was oversensing and numerous non-sustained ventricular tachycardia episodes were noted, as well as the lead impedance being out of range. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.